Manufacturer narrative:
This follow up report is being submitted to document additional information received.d6b has been updated to include the explant date. The patient survived the explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during support with an impella 5.5, erratic left ventricular placement signal readings greater than 200 mmhg were observed. The impella position was verified using echocardiography. It was noted that no alarms were present and that all other device parameters were within normal limits. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. At the time of writing this report, the patient continues to be supported by impella 5.5.